Event description:
It was reported that a user¿s dexcom g7 sensor paired with the dexcom app but failed to pair with the ilet, resulting in no glucose values on the pump until guidance was provided to switch the ilet cgm setting to g7 and reenter the four-digit pairing code; the user had also attempted to use a separate dexcom receiver, which was explained to be incompatible with simultaneous pairing to the pump. Investigation included technical troubleshooting and user education regarding device pairing, sensor selection on the ilet, and single-host cgm connectivity. Further investigation of this case revealed that the initial failure to display readings on the pump was due to sensor pairing configuration and concurrent use of a dexcom receiver, followed by successful data transmission after reconfiguration and code reentry. Symptoms included absence of cgm readings on the pump. Outcomes included temporary interruption of automated glucose control until the pump began receiving cgm data; a reading of 240 mg/dl was observed once pairing completed. It was concluded that, based on previously established findings for similar reports, the device functioned as designed once correctly configured, with no device malfunction identified.